Event description:
It was reported that a minicap transfer set had a crack in its main body. The issue was noticed during use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed and found the mainbody to be cracked. A leak test, clear passage test, and clamp function test were performed with no issues noted. The reported problem was confirmed through a sample evaluation. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received.. If the device is received or additional relevant information becomes available, a supplemental report will be submitted.